Manufacturer narrative:
A4 - patient's weight was updated. H6 correction: the codes were updated to reflect loss of therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4); serial: (B)(6), batch: 8824929.

Event description:
It was reported that the patient was unable to place their ipg into MRI mode. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to the issue.